Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Additional information: b5 and h6 the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received notes that the patient expired on (B)(6) 2023 due to an unrelated condition. It was stated that the implantable cardioverter defibrillator was functioning normally despite the battery performance alert (bpa).